Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the ipp was difficult to inflate. Only the pump component of the existing ipp was explanted and replaced. The explanted pump is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the ipp was difficult to inflate. Only the pump component of the existing ipp was explanted and replaced. The explanted pump is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. Additional information was received indicating that the patient was in good condition.